Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. The notification date and event date were reported as november 15, 2023. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no image displayed from the flex videoscope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported allegation was confirmed. In addition, the device evaluation found that error e216 (scope communication error) occurred due to heavy corrosion on the plug unit, there were scratches observed on the plug unit, scope connector cover, charged coupled device cable, and the light guide lens. There was corrosion noted on the circuit board unit in suction connector, on the micro connector unit in suction connector, and on the plug unit due to water leakage, the bending angle in up direction did not meet standard value due to wear of angel wire, the connecting tube did not rotate smoothly due to damage on the insertion tube rotation ring, and the adhesive on the bending section cover had a crack. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, fluid invaded the scope connector and internal components were corroded. Therefore, it is likely the no image was due to conduction failure caused by fluid invasion on the scope connector. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use: ¦ warnings and cautions: caution: turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system:" inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting:" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.